Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderate tortuous and moderately calcified right coronary artery. A 8mm x 4.50mm nc quantum apex was used to dilate the lesion. Dilatation was performed with this device at the nominal pressure level; however, the lesion was not dilated sufficiently. The pressure level was increased to the rated burst pressure level. The balloon was inflated three times, but the balloon ruptured during the third inflation. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).